Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the internal package of the lead was noted to be damaged at implant and had compromised the sterility of the lead. The lead was never implanted and a different lead was used. No patient complications have been reported as a result of this event.